Manufacturer narrative:
The product analysis indicates the handpiece was making an abnormal noise during rotation and not working properly. Worn parts were replaced. The handpiece was disassembled, cleaned, and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The handpiece has been returned. Incoming inspection was performed. However, the handpiece was not working. Pre-repair temperature tests could not be performed and the reported issue could not be confirmed. Product analysis results are pending completion of the evaluation.

Event description:
It was reported that prior to use, during set-up and handpiece check, the handpiece overheated at approximately one minute. There was no patient impact.